Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿controller model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2017. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿controller. Model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2017. Labeled for single use: no. (B)(4). Additional information has been requested regarding the initial reporter name and vad implant date, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient performed a battery exchange a loss of power to the controller occurred. It was noted that it appeared to be an exchange on power port two because power port one was the same battery during all events. A controller exchange was attempted, but the back up controller failed to power up the ventricular assist device (vad). The patient was switched back to the primary controller and the vad started to function. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for additional event details. The event description has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further stated that the controllers were exchanged.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6) h6:FDA method code(s): b15, b01 h6:FDA method code(s): c15 h6:FDA conclusion code(s): d15, d11 h6: patient img code(s):g04034 serial# (B)(6) h6:FDA method code(s):b01, b15 h6:FDA result code(s): c23 h6:FDA conclusion code(s): d11 product event summary: the ventricular assist device (vad) (hw24364), two (2) controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports. This is an additional finding not related to the reported event. The most likely root cause of the observed contamination within the controller ports can be attributed to the handling of the device. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Review of the event log file associated with (B)(6) revealed (31) controller power ups with associated motor start events logged between 04/aug/2022 and 08/aug/2022. The controller was without power for an average time of 18 seconds per loss of power. No anomalies were observed leading up to the losses of power. Log file analysis associated with (B)(6) also revealed a vad disconnect alarm logged on 08/aug/2022 at 14:30:01 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange attempt to (B)(6) . This was followed by a successful pump start event logged on 08/aug/2022 at 14:30:35, an additional controller power up event with an associated pump start event logged 08/aug/2022 at 15:00:41, and an additional vad disconnect alarm logged on 08/aug/2022 at 15:20:50 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and the reported successful controller exchange. Review of the controller log files associated with con310303 revealed a controller power up event without a pump start event logged on 08/aug/2022 at 12:02:02. Review of the data log file associated with con310303 revealed that the controller was not in use prior to the controller power ups event; the first data point logged on 08/aug/2022 was at 12:02:55, indicating that the power up events occurred during a controller exchange attempt. Further review of the data log file revealed a data point was logged on 08/aug/2022 at 12:06:24 indicating the controller was connected to the pump but it had been set to the autorun-disabled mode. This occurred when the disable-vad-stopped-alarm (dvsa) method was used by a monitor to manually stop the pump. According to instruction of use (IFU), if the pump is manually stopped by the dvsa method, the start vad button must be pressed on the monitor to enable autorun for the pump to start. Otherwise, the pump will not start and remain in a disabled mode which corresponds with the reported event involving the backup controller failing to power up the pump. Two (2) vad disconnect alarms were then logged on 08/aug/2022 at 12:08:21 and at 12:08:57 likely due to troubleshooting during the controller exchange to (B)(6). As a result, the reported event was confirmed. A possible root cause of the reported "controller failed to power up vad" event may be attributed to the unintentional use of the vad stop command button on the monitor. The most likely root cause of the observed vad disconnect alarms event can be attributed to physical disconnections of the driveline from the controller, likely due to troubleshooting during the controller exchanges. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.